Manufacturer narrative:
Device evaluated by MFR.: the crimped stent was detached from balloon and not returned with device for analysis. The maximum crimped stent profile measured 0.0384¿. The product stent protector was not returned for analysis with the device; however the specified inside diameter of the stent protector (ID) is: 0.044" +/-0.001¿. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. A visual and microscopic examination found that there was no apparent contrast media inside the balloon indicating that the device was not used within the patient. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the length of the shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. After unpacking a 2.50 x 16mm synergy drug-eluting stent for use, it was noted that the proximal struts of the stent were not completely crimped on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. After unpacking a 2.50 x 16mm synergy drug-eluting stent for use, it was noted that the proximal struts of the stent were not completely crimped on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.